Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins used to hold a charge for over a month, but in the last few months, the charge interval has decreased to less than a week. It was reported that when the ins is off, the patient has terrible migraines and nausea. It was noted that the patient carries a lot of weight in their shoulders. It was reported that the ins was discharged, and the patient is scheduled for a replacement on (B)(6) 2019, as the device is nearing the elective replacement indicator. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the decreased charge interval was possibly the device nearing it's elective replacement indicator (eri). No further complications are anticipated.